Event description:
It was found that a patient's vns device was found to be reset to 0ma upon initial interrogation at a routine office visit. The last office visit had been six months prior where the output current was thought to be set at 1.0 ma. Followup with the physician revealed that an interrupted diagnostic test had occurred at the last office visit. The interrupted diagnostic test caused the device to reset to different settings. The physician programmed the patient to the correct settings.